Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: product ID: 97740, serial/lot #: (B)(6) was returned for product analysis. Analysis found there was corrosion/contaminants on the boards and the device was scrapped. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt says the scs helps them "a great day when I do have pain down my leg" but says today they went to use stimulator and found the patient programmer (pp) screen is turning off when they try to increase stimulation. Pt says healthcare provider (hcp) left, and they are going to be calling pt to make an appointment with whoever the new doctor is. Pt is using "carbon sync" batteries and was using sunbeam high energy batteries before. Patient services (pss) reviewed battery guidelines and to use regular alkaline batteries in pp and then the call dropped. Pt called back on (B)(6) 2022 and says they went and got duracell coppertop batteries but pp still won't power on. An email was sent to repair to send out replacement pp. Additional information was received from the patient. The pt received the programmer and stated it is still not working. Pss suggested pt check her batteries and try a new set; pt verified after aaa battery change that the controller does power up. The pt stated that therapy is on and she can feel it. Pss suggested pt connect with her hcp to have her ins battery checked. Pss is sending an fyi message to the field rep.